Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had triggered a lead warning for high/infinite impedance. The programmed threshold was noted to be high in bipolar. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.